Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the occlusion knob would gyrate when dual line tubing was in pump head. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.